Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-65, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the clinic after hearing an alert. A lead integrity alert (lia) was triggered due to noise and high sensing integrity counter (sic) on the right ventricular (rv) lead. The rv lead was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.